Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The user facility reported the following as additional information: -two patients infected with a carbapenem-resistant enterobacteriaceae infection recovered. -a microbiological testing on the device performed after the patient's infection was found did not detect any bacteria. The device was disinfected at the user facility prior to microbiological testing. -the device was reprocessed with an olympus automated endoscope reprocessor model oer-4 using a peracetic acid-based disinfectant acecide. The device was cleaned for 1 minute and disinfected for 5 minutes. The disinfectant was changed about once a week. -a leakage test of the device was performed and there were no abnormalities. -the user facility was precleaning the device. Suction of the detergent solution and clean water, air supply and water supply into the air/water channel using the aw channel cleaning adapter, and water supply to the special channel were carried out. -the instrument channel, suction channel, instrument channel port, and forceps elevator were brushed using the brush specified by olympus at the sink. -no other endoscopes owned by the user facility reported infection of the patient. The device was evaluated at olympus medical systems corp. (Omsc). As a result of the evaluation, the following was confirmed. -the inside of the pipeline from the instrument channel outlet at the distal end to the suction connector of the endoscope connector was observed, but no abnormalities such as buckling, dirt, or foreign material adhered were confirmed. -no significant dirt or foreign material was found around the instrument channel port and cylinder. The device was sent to olympus service operation repair center (sorc) for further investigation. As a result of the investigation by sorc, the following was confirmed. -due to the stretch of the angle wire, the angulation was insufficient, and there was play in the angulation control knob. -the adhesive of the bending section rubber was damaged. -the boot was damaged. -the insertion section was scratched. -the distal end was dirty and discolored. The exact cause of the reported event could not be conclusively determined. From the following investigation results, omsc was unable to determine the association between the device and the reported event. -as a result of the culture test conducted by the user facility, no bacteria were detected. -no deviation from the instruction manual was confirmed in the reprocessing process by the user facility. -chips in the adhesive of the bending section rubber, scratches on the insertion section, and dirt on the distal end cap were confirmed. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the facility (per CAPA-201237 interview). Additionally, to provide a correction to the initial (updated a1, g2, and h6). The facility reported that at the time of the event, device reprocessing was conducted according to the olympus instructions for use (IFU) manual. Once cleaned, the endoscopes are naturally dry while hanging the endoscope on the hanger, the scopes are stored in the storage chamber (without drying function). Visual and functional checks are performed during preparation for use of the device. However, the endoscope is not inspected for minute damage or deteriorations of adhesives, as the facility does not recognize this to be a necessity. The device is sent for repair if a leak is detected or if there is a functional irregularity which has an impact on diagnosis and procedure. It was also disclosed that when the endoscope is used in an emergency procedure (at night), there are no trained staff available to reprocess the device. At that time, the endoscope is ¿roughly cleaned and immersed.¿ the next day, the reprocessing staff reprocesses the endoscope again. To prevent future occurrences, the facility has confirmed with olympus (during demonstration) that the correct reprocessing procedures are being followed. Per the facility, routine reprocessing training/education is provided to new staff members using the reprocessing materials. Also, periodical hands-on training seminars are performed by olympus. Based on the additional information obtained by olympus, a relationship between the subject device and the reported patient infection could not be confirmed. Therefore, there is no change to the previously reported legal manufacturer¿s investigation findings.

Manufacturer narrative:
This report is being submitted, to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
The device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user facility reported that two patients who underwent a endoscopy with the device on the same day were infected with a carbapenem-resistant enterobacteriaceae infection. The user performed bile culture tests on both patients on (B)(6) 2021 and found the patient's infection. The two procedures were performed on (B)(6) 2021. 1st case: the device was used on a male patient for endoscopic retrograde cholangiopancreatography. The user completed the intended procedure with the device. The user inspected the device before using it. The patient had no symptoms of the infection, but was being hospitalized for treatment of the primary disease as of aug 6th. The doctor prescribed the patient an antibacterial agent. Second case: the device was used on a male patient for endoscopic cholangiolithotomy. The user completed the intended procedure with the device. The user inspected the device before using it. The patient had no symptoms of the infection and was discharged. The doctor prescribed the patient an antibacterial agent. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 after pre-cleaning. The doctor at the user facility was concerned about structural issues with the device, as their olympus endoscope tjf-260 series has never experienced a similar incident. The infection control department at the user facility said that if no bacteria are detected on the reprocessed endoscope, it suggests that these consecutive infection incidents accidentally occurred. However, they also said that if the endoscope tests positive, it means there is a problem with the olympus cleaning machine. The user facility will report the reported events to the health center. Olympus medical systems corp. (Omsc) is submitting two medical device reports according to the number of infected patients. This is the first of two reports.